Event description:
It was reported as a general comment that a non-abbott closure device is sometimes required in addition to two pre-placed prostyle sutures to achieve hemostasis post transcatheter aortic valve implantation (tavi) interventional procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Date of event is estimated.